Event description:
Additional information was received in follow-up to patient¿s clinic. Clinic staff reported from information received on the remote transmission that the shock was determined to be appropriate. No performance issues with the device or leads are reported. No intervention or reprogramming needed. No patient complications related to this event.

Event description:
It was reported that patient experienced popping in their ear, flashing in their eyes and felt a big shock in their heart while talking on a cordless telephone. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6947 implantable defibrillation lead, (B)(6) 2009. (B)(4).

Manufacturer narrative:
(B)(4).